Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator from an unknown date. Oversensing on the discrimination channel was also noted. Programming changes were performed to resolve the pptwos. No changes were performed for the discrimination channel oversensing, the clinic elected to monitor the device for that issue. The patient condition was stable.